Event description:
The lot number on mint top 5ml tubes are contaminated and are giving false results. Lot number 5101467. The lot was pulled from the stations and placed aside and are not being used and replaced with a new lot. Results of cmp [comprehensive metabolic panel] were incompatible with life (k=10, ca <2.0 [potassium = 10, calcium <2.0]) - results indicating edta [ethylenediaminetetraacetic acid] contamination. Results of all testing from the tube (cmp, lipid panel and tsh [thyroid-stimulating hormone] reflex) were removed and the charges were written off, so patient did not get charged for testing. Orders were replaced, patient contacted by staff to return for redraw and the provider was sent message through secure chat indicating the concern with results and need for the patient to return. Message acknowledged next morning.